Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out-of-range, high shock impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services (ts) discussed possible cause and suggested troubleshooting options. The physician performed 1.1 joules of commanded shocks and planned to continue monitoring the patient. The system remains in service. No additional adverse patient effects were reported.

Event description:
Subsequent information received that another alert was detected for high out of range shock impedance measurement of greater than 200 ohms. A commanded shock was given with a measurement of 53 ohms. Further, the patient was checked in the clinic with shock impedance of 58 ohms. Moreover, pocket manipulation and isometrics were performed and no out of range measurement observed. Boston scientific technical services (ts) discussed possible reasons and programming options. Additional information received that fat-torso was suspected to be the cause of the observation; however, it was not conclusively determined. The shock vector will be programmed right ventricular (rv) right atrial (ra). The system remains in service. No adverse patient effects were reported.